Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. The air gas module was found faulty and needed to be replaced together with the non functioning rotary encoder knob. After replacement, the ventilator passed all functional and safety tests and was cleared for clinical use. The replaced air gas module and the logs from the ventilator were not sent to our investigation. Therefore further investigation was not possible and the root cause for the defective air gas module could not been identified.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage and flow transducer tests during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).